Event description:
(B)(6). According to the information received, an end user reported a cutoff catheter. The end user stated "catheters have been cut so low that you can not put water in them, caths cut in half".

Manufacturer narrative:
The return of the device has been requested; however, the device is not available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Device not returned for evaluation.